Event description:
It was reported that a physician's (B) (6) handheld device was not functioning properly. The screen would freeze during interrogation and would turn on and off. This report captures the screen turning on and off and MDR 1644487-2010-00179 captures the frozen screen. The physician was sent a new handheld device and his (B) (6) handheld device was returned to the manufacturer for analysis. Device evaluation is currently in process.